Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 610mg/dl. The customer had symptoms such as feeling sleepy and customer was treated with manual injection. Customer¿s blood glucose value was 597mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer reports insulin exited at the qr. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not return for analysis.